Event description:
The customer reported that there was a bad temperature sensor error and the system wouldn't expose.

Manufacturer narrative:
(B) (4). The ge service rep found the video cable broken on the lemo recepticle. He repaired the hv cable and replaced the lemo cable. He also found connector j2 loose in dog house. He connected the plug and tested. The system works as intended. (B) (4)